Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional questions asked: on what tissue type was the device used? At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 4th. If echelon, during which stroke did the event occur? 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during a laparoscopic nephroureterectomy procedure, the device would not complete the firing sequence after the second stroke. At this point, the knife reverse lever was used in which it did not work and the jaws still would not open. It is unknown how the device was removed from the patient but some distal bleeding occurred which was controlled using a harmonic device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged knife wing, damaged anvil. The analysis results found that one device was returned with the clamping mechanism damaged and with the anvil partially opened. The anvil was noted to be damaged. A reload was received loaded in the device and was noted to be damaged on the cartridge deck, in addition the one-piece sled was found damaged. After further analysis the anvil was noted to be damaged and the knife was broken and disengaged from the anvil. Damage to the cartridge deck, one piece sled, anvil and knife is consistent with the device being clamped and fired over a hard object. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction such as a clip or other surgical instrumentation are included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments. In addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.